Event description:
It was reported that the device high lead impedances were observed. It was also noted that the rv-wave amplitude has decreased. Noise was not reproduced on the leads. Lead anomaly suspected. To date, no further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.